Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The patient was hospitalized for peritonitis and treated with injection of vancomycin (1 gm daily, intraperitoneal, discontinued) and injection ceftazidime (1 gm daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.